Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube'), uterine perforation ('perforation: uterus'), abortion spontaneous ('stillbirth/miscarriage: miscarriage') and pregnancy with contraceptive device ('stillbirth/miscarriage') in an adult female patient who had essure (batch no. 588378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti (urinary tract infection)"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), mood swings ("mood swings"), feeling abnormal ("brain fog / hormonal changes"), anal haemorrhage ("anal bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and mental disorder ("psychological or psychiatric problems,") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection, migraine, headache, alopecia, mood swings, feeling abnormal, anal haemorrhage, vaginal haemorrhage, menorrhagia and mental disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anal haemorrhage, dysmenorrhoea, fallopian tube perforation, feeling abnormal, headache, menorrhagia, mental disorder, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for following events "uterus perforation ,fallopian tubes". She did not undergone essure removal. Discrepancy noted in essure insertion date - (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Events vaginal bleeding, menorrhagia and psychological or psychiatric problems added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tube'), uterine perforation ('perforation: uterus'), abortion spontaneous ('stillbirth/miscarriage: miscarriage') and pregnancy with contraceptive device ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti (urinary tract infection)"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), mood swings ("mood swings"), feeling abnormal ("brain fog") and anal haemorrhage ("anal bleeding") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection, migraine, headache, alopecia, mood swings, feeling abnormal and anal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anal haemorrhage, dysmenorrhoea, fallopian tube perforation, feeling abnormal, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection and uterine perforation to be related to essure. The reporter commented: she had received treatment for following events "uterus perforation ,fallopian tubes". She did not undergone essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. This case is incident. Previously reported ¿injury to herself¿ was updated to more specified event¿ perforation: uterus ,fallopian tubes , pelvic/abdominal pain , dysmenorrhea (cramping), stillbirth/miscarriage: miscarriage, pregnant on essure device, uti (urinary tract infection), migraine, headaches , hair loss, mood swings, brain fog; anal bleeding, plaintiff did not undergoes essure confirmation test and device ineffective¿. Reporter¿s information, demographics and essure indication (amended) and essure insertion date (updated) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.